Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the out of box failure could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the connector end of the fiber is intact without any visual damage. However, about 8-10 inches from the connector, there is a kink/ break in the laser fiber. The break was not complete. The rest of the laser fiber body does not have any visual defects. The distal tip appears unused and is intact. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, an out of box failure with the fiber on the 200 micron tfl single use fiber when plugged into the soltiv laser. The issue was found during preparation for use. Inspection and testing of the returned device found a kink/break in the laser fiber. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.